Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states the pivot link is bent. The dealer isn't sure what happened . The dealer states that the patient is an amputee. The dealer has no additional information.